Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned for evaluation. However, a different transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208765) was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log observed a loss of connection. The root cause was could not be determined. The customer complaint could not be confirmed with the returned transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.